Event description:
Physician reported reply dr device with no pacing and no telemetry (no green led on cpr3) after heart surgery for valve implant. Device has been replaced and the lead remained.

Event description:
Physician reported reply dr device with no pacing and no telemetry (no green led on cpr3) after heart surgery for valve implant. Device has been replaced and the lead remained.